Event description:
Pt reported that the infusion cannula does not properly enter her skin and becomes crimped. Additional info was not provided. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion set was returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.